Event description:
Pt went into vt episode and had to be externally rescued. Episode attributed to pacing on t-waves due to alleged undersensing. Notes from floor stipulated "dual chamber pacer zero sensing or capture."